Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During the infusion of this product, the connection cracked, causing the chemotherapy drug to leak. The affected quantity is 1 bottle. The sample cannot be returned. A photo is provided. A green claim is required, as is a complaint response letter and a complaint acceptance lette.

Event description:
Additional information: confirmed that cracks began to appear at the top, discovered during the patient's infusion. A large amount of leakage in the infusion, the patient woke up and discovered that the patient's chest clothing was soaked with a large area of liquid medicine, the time and amount of the leak cannot be calculated. Customer description: 3 types of chemotherapy drugs, specific drug names to be confirmed. The product connected to the top of the connector is the shandong weigao jierui extension tube.

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation results: a mz1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24026429. The customer reported that device cracked during use causing blood and chemotherapy drugs to leak; the connecting product during the event was a shandong weigao jierui extension tube. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that a crack could be seen at the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24026429 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.